Event description:
Upon removal of mediport it was noted that the connector was not attached to the port itself. Fluoroscopy was used to determine where or if connector was still in patient. Blunt dissection was utilized to retrieve connector with hemostats. No danger to patient was noted and no post procedure complication was noted.